Manufacturer narrative:
No button response noted, due to lcd keypad connector not plugged in properly. No button error alarm noted. Pump received with cracked display window corners, reservoir tube lip and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 186 mg/dl. Insulin pump would need to be replaced.